Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's controller was unable to connect to the ipg after having a surgery. The ipg was not in the surgery mode however the ipg was turned off. The company representative was unable to connect to the ipg. Technical support was contacted and troubleshooting with the ipg successfully connected to the patient's programmer. The issue was resolved.